Event description:
Customer called to report the insulin pump was prompting her to deliver 63 units of insulin. Blood glucose reading was 324 mg/dl. Found that the customer had carb units set to exchange instead of grams. Customer felt okay and will treat with insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.